Event description:
It was reported that the device was at elective replacement indicators (eri), and displayed a message indicating a data reset due to electromagnetic interference (emi). It was also noted that there was no pacing present with a magnet test. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.